Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was confirmed as a material separation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. In this case, the posterior needle did not fully eject from the posterior foot causing a separation of the link from the cuff. Additionally, when the foot was closed it captured the suture causing the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an ablation interventional procedure. Reportedly, there was no blood flow coming from the marker lumen of the proglide device when it was positioned in the vein although the device had been flushed successfully prior to use. The device was removed and an attempt was made to reflush the device; however, this was unsuccessful. An attempt was made with another proglide device; however, a cuff miss [suture retrieval issue] was noticed. There was resistance removing the device from the patient and it was noted that the suture had entangled with the device. The physician cut the suture to remove the device from the patient anatomy. The ablation procedure was completed. Hemostasis was achieved with a non-abbott device, a stitch, and manual pressure was applied. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.